Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed, it spun upon insertion. Another implant was not placed in the same site on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed, it spun upon insertion. Another implant was not placed in the same site on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).